Manufacturer narrative:
As of the date of this report, isi has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure modes cannot be determined at this time. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs reveal that only one vessel sealer extend instrument was used during the surgical procedure and no other robotic vessel sealer instruments were used during the case. In addition, no related system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during the da vinci-assisted liver resection procedure, the vessel sealer extend instrument allegedly failed to completely seal target tissue and as a result, the patient experienced blood loss of 2600 ml. Also, additional anesthesia, a blood transfusion, infusion, and inotropics were required to be administered to the patient. However, the root cause of the customer reported issues are unknown.

Event description:
It was initially reported that during a da vinci-assisted liver resection procedure, the surgical staff encountered an error message regarding circuitry while using a vessel sealer extend instrument. The arm swap pedal was engaged per system instruction, after which the instrument could not be opened and presented with an exposed blade. The patient was reported to have incurred blood loss as a result. On october 06, 2018, intuitive surgical, inc. (Isi) received the following additional information from the surgeon regarding the reported event: the error message was encountered at the end of the sealing cycle (after sealing liver parenchyma tissue), at which point the vessel sealer jaws were unable to be opened by the master tool manipulators (mtms), and could only be opened using the foot-switch paddle. Upon opening the instrument jaws, the knife was observed to be partially exposed. The seal was observed to be incomplete, and "massive" blood loss (2600 milliliters (ml)) occurred as a result. The procedure was able to be completed with a spare vessel sealer instrument. Due to the alleged instrument issues, the surgical procedure was prolonged during which additional anesthesia, a blood transfusion, infusion and inotropics were administered. Anticoagulants were also administered during the case. There was no allegation that fragments from the instrument fell inside the patient. On october 09, 2018, isi contacted the surgeon and obtained the following additional information regarding the reported event: the patient was reported to be "doing well." No further complications were reported.